Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation for an asset return, the gastrointestinal videoscope bending section cover adhesive had foreign material, and the jet tube was clogged with a whitish substance visible inside. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The adhesion/clogging of the material at the glue at bending section cover or distal sheath (black covering of the bending section) and auxiliary water channel was confirmed. Based on the results of the investigation the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from switch 1. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.